Event description:
Procedure type: laparoscopy. According to the reporter: in 2008, a btt trocar 10mm was put through the umbilical for a diagnostical laparoscopy. The foam-grip was placed but a little metal piece felt into the abdomen. The next day, the surgeon performed a laparotomy for an oviduct pregnancy (ectopic pregnancy) and found the missing piece which had been explanted. It was also reported that an incision bigger than 1 inch was made to retrieve the pin. The patient's status is ok.

Manufacturer narrative:
Date initial report sent: 03/19/2008.